Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose of 495mg/dl. The caller stated that the insulin pump was not functioning and her glucose level continued to rise. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with intermittent buttons response due to moisture damage on the keypad traces.